Event description:
It was reported that during an internal service activity, an endoscope was returned as non-defective. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8.5mm 0-degree endoscope and completed the device evaluation. The endoscope was returned with no reported complaint. The endoscope was received with mechanical damage to the distal window assembly hermetic seal, resulting in fluid invasion and subsequent major damage to optical components. Fragments of adhesive of the distal window were missing. Additional finding included that the endoscope was exposed to a temperature greater than 82°c/179.6°f as shown by internal temperature indicator, resulting in damaged hermetic seals, fluid invasion, and subsequent damage to the complete optical system. The root cause of the findings was attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Instrument logs for this si endoscope were not available for review. No image or video clip for the reported event was submitted for review. Based on the information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that is placed inside a patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into a patient during a procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.